Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned one broken wgprime25 from lot number 0000208256. Using microscope visually checked file. No manufacturing defects or markings noted on file. Approximately 2.5mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned. Nothing unusual to report was found during DHR review. Trackwise query indicates no additional complaints have been received for this lot number. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
It was reported that a waveone gold file broke during use. The broken piece is still in the patient's canal, but the doctor is going to attempt to retrieve it.